Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did a piece of the broken needle fell inside the patient? No. If so, was it retrieved during the same procedure? N/a. What was done to retrieve the broken piece? N/a. Was additional dissection required in other organs/tissues other than the target tissue? N/a. F the needle remains in the patient, please specify size of the needle piece retained, in what structure/tissue is retained and if there are any future plans to remove it. N/a. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4).

Event description:
It was reported that a patient underwent a lumpectomy surgery on (B)(6) 2021 and suture was used. During the procedure, the needle broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 07/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 analysis summary: visual analysis of the returned sample determined that one empty foil packet, a paper lid and a suture piece of product code mcp496 were received to ethicon inc for evaluation. The visual inspection concluded that the suture was cut which appears to be by use of surgical instrument and a further evaluation cannot be performed since the needle was not received to determine the assignable cause of the reported condition. No conclusion could be reached as to what caused the reported complaint.